Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiac thoracic specialist reported having an issue with the battery clip and system controller connection. In the process of converting from battery support to the power base unit (pbu), the threaded connector from the battery clip remained attached to the system controller power cable and therefore the patient was being supported with only one power source. An attempt was made to remove the threaded connector from the power cable by hand, but was unsuccessful resulting in the system controller being exchanged.

Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. The evaluation of the returned 12v sla battery clip confirmed the disconnection of the battery clip threaded connector from the battery clip housing. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) has been issued. No further information is available. The manufacturer is now closing its file on this event.